Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for low alerts on the mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.